Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The pod¿s cannula was found bent/kinked while wearing it on the abdomen. When the pod was removed, the cannula got stuck in the insertion site and separated from the pod. It also started to bleed profusely from the insertion and the patient called his mom who then came home from work. By that time his mother arrived, he had removed the cannula that had lodged in the insertion site after the pod was removed. The site had pressure applied to the area and the bleeding had slowed considerably and the site started to clot. She took her son to a nearby urgent care, but the doctor only gave advice and deferred to the mother to treat the site. No further details.